Event description:
Around 6:30 a.m. Xn hematology analyzer shorter was not functioning properly, (B)(6) were trying to fix the issue, and I (B)(6) tried to help them. And we were not successful. We called the service for further assistance; we were following the instruction from the service guy ((B)(6) from sysmex ref# (B)(4) on the phone to spray the cane air to remove the dust from the conveyor. Around 7:30 am the tech. (B)(6) performing this action, there was an explosion with a ball of fire that ensued. His front lab coat was melted, and his face caught in the flame and his glasses were burned, his eyebrows were seared, and he went to ER. Lab call for code red, the facility came and turn off power the entire system to the instrument. Code red team arrive promptly. Per patient's emr(electronic medical record): 60 y.o. Male who presents to the emergency department after burn. Was working in the lab in this hospital when a small fire occurred and had about 1 second of flames reaching close to his face. He doesn't think they actually made contact with his face; was wearing glasses. He currently c/o(coexisting) a burning sensation to the skin of his face and slight burning sensation in both eyes. No foreign body sensation, no eye tearing, vision is intact.